Event description:
Report received from a home training nurse regarding a (B)(6) female pt, who during a routine hemodialysis treatment experienced hypotension unresponsive to IV fluids. Treatment was discontinued, bp remained low which is not uncommon for this pt. The pt then experienced nausea, vomiting, and become febrile. She was moved from ER to ICU and was treated with one liter of saline, and a pic line inserted. Initial labs were normal. Vasopressors and prophylactic antibiotics were administered. During hospitalization the pt experienced a drop in platelets and hemoglobin. Wbc initially dropped to 1.8 and then increased to 12+. Two sets of blood cultures were negative. Pt was discharged after two days and returned home where she continued with nxstage treatments without further events. Pt diagnosed with viral sepsis, cause unk.

Manufacturer narrative:
The exact cause of the reported event cannot be identified. The disposable cartridge and therapy fluid sak were not returned for eval. Review of the reported lot numbers found no other related complaints in the complaint database. Htn confirmed the therapy fluid batch passed required testing prior to starting treatment. No further investigation can be performed. Nxstage medical considers this report closed. No additional info will be provided.